Manufacturer narrative:
(B)(4). The device is expected to be returned for eval. It has not yet been received. The lot number was provided. Review of the device history record is forthcoming. A follow-up report will be submitted with all additional relevant info.

Event description:
Device issue: balloon rupture. Time of device issue: during post-dilatation. Adverse event: none. It was reported that during post dilatation the balloon ruptured at 8 atm. There were no reported adverse pt effects. Though requested, no additional info was available.